Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio2 meters. Results as follows:" 1.2 and 2.6. Customer performed testing on two different meters using the same strip lot. One meter (serial #(B)(4)) and a second meter (serial #unk). The first meter had an inr result of 1.2 and the second meter inr was 2.6. Less than 5 min between tests. Pt's therapeutic range is 2.0-3.0. Pt is on coumadin and no add'l blood thinners. No change in medication or diet. Pt had been stable and within therapeutic range. Medication list was not given.